Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event has been estimated.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2019 due to end of life. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.